Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during cycle 2 of 4. The home patient (hp) had already cleared the alarm prior to calling. The technical service representative (tsr) informed the hp they should continue with a manual exchange and continue therapy the following night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the reported issue, it was stated that a user error caused the alarm, the connection between the set and the solution bag was not tight enough; air was sucked at this location and initiated the alarm. No further information is available at this time.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was confirmed, and a cause was determined to be a loose connection between the supply bag and the line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error(s) in the complaint. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.